Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high rv defib impedance alert was triggered for the right ventricular (rv) lead. It was noted that once possible association with patient fluid changes was mentioned and that the patient had a fluid overload indication up until almost three weeks ago. Also the patient's impedance typically runs at one-hundred ohms. The clinician decided to increase the upper threshold limit for the rv defib impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.